Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer post-infarct muscular vsd occluder was chosen for implant with an 9f amplatzer torqvue delivery system. The device was tested prior to patient contact for proper deployment and was observed to have proper configuration. During deployment in the patient from the left ventricle to the right ventricle, it was noted that the left disc deployed correctly but the right disc had a cobra deformation. The device was recaptured and opened in the left ventricle but resulted in a cobra deformation with the right disc again. A decision was made to replace the device with a 16mm amplatzer post-infarct muscular vsd occluder that was implanted in the patient. It was reported there was no interaction with any cardiac structures during deployment and there was no kink/angulation with the delivery system. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Few wires on both discs were found bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.